Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The ic housing was broken, both eyes had poor focus at all distances, the button and button bezel had mechanical damage, and the attached endoscope adapter (aea) retaining ring or screws was missing. There was also I-beam cracks or damage/optical module damage. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the endoscope (pn# 470026-41/ (B)(4)) associated with this event has been performed. Per logs, the endoscope was last used in a procedure on (B)(6) 2021 on system sk0593. The endoscope had 1696 uses remaining after last use. The endoscope was installed on the system on (B)(6) 2021 and (B)(6) 2021, but was not used in a procedure on these dates. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the xi endoscope was found with a missing camera instrument adapter (aea) component with no evidence of mishandling or misuse. A dislodged camera adapter and/or a missing retaining ring results in poor camera control, which could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the endoscope had physical damage. A backup endoscope was used, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 25-aug-2021 and obtained the following additional information: due to privacy policy, the hospital doesn't provide additional patient demographics nor any relevant tests and patient history.